Manufacturer narrative:
The subject device was not returned for evaluation. There was no case playback to review. Based on the limited information available and no playback review, we are not able to determine whether there was a device malfunction. We received confirmation that the facility has successfully used the device since the reported event; therefore, the site continues to use the navigation system. Veran will continue to monitor field performance for this device. Software version 4.3.1. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
A veran representative was on-site for the following event. They had difficulty with the laptop receiving the computed tomography (CT) scans. The laptop only accepted the scans after the representative turned it off and back on twice and pushed the ethernet cord in the port. They did have veran technical support (vsupport) on a call while they performed registration. They used a spin perc needle and when they made the dye marking, the system showed that the needle was in the nodule. However, once they were in the lung, there was no blue dye and no puncture hole. The procedure was reportedly able to be completed with no delay. There was no patient or user injury associated with this event. This report is being submitted for the inaccuracy allegation due to no dye being seen in the nodule.